Event description:
I had laparoscopic surgery in 2016 to repair two hernias. An inguinal and an umbilical hernia. Mesh was used for the repair. In the beginning of this year I had to be admitted to the hospital to undergo surgery for an obstructed bowel. The mesh had to be removed along with a portion of my bowel. After a prolonged hospital stay, complete with a ng tube I feel this is an issue that definitely needs to be addressed. I am not sure what brand of mesh was used.